Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was in bradycardia and hypotensive. The right atrial (ra) lead exhibited high rate episodes and over-sensing was also noted. No further patient complications have been reported as a result of this event.